Manufacturer narrative:
Medwatch #mw5154542 was received on 09may2024 d4: UDI corrected h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the report of outflow graft compression and twisting cannot be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. No product available for investigation. The serial number of the heartmate 3 left ventricular assist system was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested but not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed outflow graft compression and twisting (noted in computed tomography (CT) scans) after the patient had persistent dizziness, weakness and low flow alarms. Outflow graft stenting procedure was performed. The patient passed away from other suspected medical issues as the CT scan showed the outflow graft stent, so the death was thought to be unrelated to the left ventricular assist device (lvad).

Manufacturer narrative:
Section h9: updated. Section h10: medwatch number added.